Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards affiliate in australia, a 29mm sapien 3 valve was implanted in native bicuspid valve in the aortic position via the transfemoral approach. Moderate to severe paravalvular leak (pvl) was observed on echo on postoperative day (pod) 2. No actions were reported at the time. Approximately 4 months post implant, severe pvl was observed. Another 29mm sapien 3 valve was implanted during a valve in valve (viv) procedure. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient.

Manufacturer narrative:
A supplemental MDR is being submitted for the addition of patient and physician information. The following sections of this report have been updated: a2 (date of birth), a3 (gender), e1 (contact), e2 (health professional) and e3 (occupation).

Manufacturer narrative:
Update to h6 (device code, type of investigation, investigation findings and investigation conclusions) and h10 to reflect engineering evaluation. The 29mm sapien 3 valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record (drh) review was completed and did not reveal any manufacturing non-conformances that would have contributed to the reported event. A lot history review was performed and revealed no other similar reported events relating to the event. The s3 commander delivery system IFU, preparation training manual, procedural training manual and bicuspid screening supplemental for guidance and instructions. The procedural training manual provides guidance on thv malposition. Use caution with narrow calcified stj, minimal calcification, severe septal hypertrophy and mitral bioprosthesis. Ensure fluoroscopic view used for deployment is the coplanar view where inferior aspect of all 3 cusps are on same plane, consider coaxial alignment of catheter to the aortic annulus an if positioning is difficult using fluoroscopy alone, consider using both fluoroscopy and tee. In addition, bicuspid specific thv considerations are positioning of prosthesis-where is sealing going to occur (bavard), calcification-distribution and severity, angulation of annulus-bicuspid patients can present with horizontal ao, dilated root and ascending ao, large scalloped shaped leaflets, deep variable sinus depths and position of coronary ostia. Calcification burden should be assessed prior to implant. Based on the review, no IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints paravalvular leak post implant and malposition were unable to be confirmed due to unavailable of relevant imagery and medical record. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, 'at pre-implant, the valve was positioned to land 80:20 but during deployment, the valve did not shorten as expected and was implanted in very low aortic position (60:40). It was suggested by doctor that it may have caught on calcium. On pod2 echo, moderate to severe pvl was present and patient presented with severe shortness of breath'. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Case notes reported, 'it was suggested by doctor that it may have caught on calcium', and the patient had a bicuspid valve. Per training manual, calcification burden should be assessed prior to implant as it may be responsible for the thv malposition. During deployment, the valve can interact with the calcium and affect its final deployment position. Similarly, the non-circular or symmetrical annulus (bicuspid) can also affect the positioning and deployment of the valve. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. As the valve was malposition (too low or too ventricular), it is likely that the pvl skirt was unable to properly seal against to the target site (native annulus), resulting in pvl as seen in this case. In addition, patient had an asymmetrical bicuspid valve with calcification. These factors may impact valve sealing by creating a gap between the thv valve and target location leading to pvl worsening over time. As such, available information suggests that procedural factors (malposition thv) and/or patient factors (calcification, bicuspid native valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Corrected information: section d4 - device model, serial number, expiration, section h - manufacture date.

Manufacturer narrative:
A supplemental MDR is being submitted for correction of the event date and the addition of the implant date.